Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a separated catheter stylet was able to be confirmed by the photo. The image shows a stylet in clinical setting with evidence of unraveling, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The product drawing for the guide wire subcomponent of the stylet states , "tensile strength 6.67 newtons min (1.5 lbf min) when tested per iso 11070 test configuration." The instructions for use (IFU) provided with this kit warns the user, "note: resistance when cutting catheter is likely caused by insufficiently retracted placement wire. Do not use catheter if placement wire has not been retracted. Warning: do not cut placement wire when trimming catheter to reduce risk of damage to placement wire, wire fragment, or embolism. Precaution: check that there is no wire in cut catheter segment after trimming. If there is any evidence that placement wire has been cut or damaged, the catheter and placement wire should not be used." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during insertion, the swg was found separated during withdrawing the swg from the catheter. Then the catheter and swg were withdrawn together. However, it is impossible to determine whether there is any part left in the patient. After the guide wire was taken out, the length of the remaining swg was measured, which was about 20cm less than the newly opened product guide wire. According to the clinical feedback, the operation was carried out according to the PICC catheterization standard, and there was no problem in the operation. After the follow-up consultation of multiple departments in the hospital and x-ray examination, although no residual guide wire was found in the patient body". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during insertion, the swg was found separated during withdrawing the swg from the catheter. Then the catheter and swg were withdrawn together. However, it is impossible to determine whether there is any part left in the patient. After the guide wire was taken out, the length of the remaining swg was measured, which was about 20cm less than the newly opened product guide wire. According to the clinical feedback, the operation was carried out according to the PICC catheterization standard, and there was no problem in the operation. After the follow-up consultation of multiple departments in the hospital and x-ray examination, although no residual guide wire was found in the patient body". No patient harm or injury. The patient status is reported as "fine".